Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified; an opening and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and an opening. A microscopic analysis was performed which identified: two sharp openings on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior assessed as unidentified (tear) opening.

Event description:
Physician reports "suspected rupture of the implant." This relates to the left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Physician reports "suspected rupture of the implant". This relates to the left device. Device remains implanted.